Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was reading inaccurately low and erratic. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained additional information. The patient reported a blood glucose result of "50 mg/dl" on the subject meter on (B)(6) 2011 at approximately 1am which he felt was low based on his feelings and normal readings. The patient was unable to report any readings taken earlier but mentioned they were higher than normal due to having the flu. The patient informed the cca that he manages his diabetes with 15 units of lantus insulin (am) and 10 units (pm) and novolog insulin based on a sliding scale. The patient stated he continued with his usual diabetes management routine and had administered his lantus and sliding scale novolog earlier in the evening at 6pm. The patient claimed that at approximately 10pm on (B)(6) 2011, he was experiencing symptoms of pain in kidneys, vomiting and shortness of breath due to having the flu. The patient stated he went to the ER just after 1 am on (B)(6) due to "severe stomach cramps and kidney pain." The patient claimed he was told by the doctor he was dehydrated from being sick and was tested at the hospital on an unknown meter within 30 minutes of the test on the subject meter and reported a blood glucose of "greater than 300mg/dl." The patient mentioned that prior to the test, he drank 8 oz of orange juice as soon as he arrived at the hospital due to the low blood glucose reading he received at home. He claimed a lab test was also performed at approximately 1:30am and reported a value of "346 or 347mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value for both comparisons. The patient stated he was treated at approximately 1:40am with IV fluids and humalog insulin and was kept overnight for observation. The patient informed the cca that on the evening of (B)(6) 2011 at approximately 9:30pm, he had "difficulty sleeping" and associated this with having "low blood glucose" but did not experience any other symptoms. He reportedly checked his blood glucose on the subject device approximately 30 minutes later and reported a value of "23mg/dl." The patient stated he had already administered his usual dose of lantus and novolog at 6-6:30 pm that evening. Despite not feeling symptomatic, the patient allegedly ate peanut butter, crackers and milk at approximately 10pm immediately after the test. He reported that he retested twice using the subject meter after the intervention and reported values of "198 and 199mg/dl" within 20 minutes. The patient reported that he self-treated with 2 units of novolog sometime after 10pm and felt better. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Although the patient developed symptoms and sought medical treatment due to having the flu, this complaint is being reported because the patient claims he obtained an inaccurate low reading on the subject meter, administered self-treatment based on the alleged result that reportedly required medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.